Event description:
Update may 24, 2017: legal medical records received. In addition to what was previously alleged, litigation alleges that the patient had to be revised due to metallosis. After review of medical records for MDR reportability, it was reported that the patient was revised to address left tha metallosis. Revision notes state that upon entering the hip, there was abundant amount of serous metallic-looking fluid. Opening the hip, there was a thickened metallic synovial coating. There was trunnionosis that was clearly present with metallic debris from the trunnion. Laboratory values indicates cobalt and chromium are above 7ng/ml. This complaint was updated on: jun 6, 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address metallosis and pain. -update may 16, 2017: litigation received. Litigation alleges high metal ions in the blood, pain, discomfort and inflammation due to friction and wear. Stem has been added due to alleged high cobalt-chromium levels. This complaint was updated on may 22, 2017. Update may 24, 2017: legal medical records received. In addition to what was previously alleged, litigation alleges that the patient had to be revised due to metallosis. After review of medical records for MDR reportability, it was reported that the patient was revised to address left tha metallosis. Revision notes state that upon entering the hip, there was abundant amount of serous metallic-looking fluid. Opening the hip, there was a thickened metallic synovial coating. There was trunnionosis that was clearly present with metallic debris from the trunnion. Laboratory values indicates cobalt and chromium are above 7ng/ml. This complaint was updated on: jun 6, 2017. / / investigation method: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: patient was revised to address metallosis and pain. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI:(B)(4).

Event description:
Ppf alleges metal wear. Added account name, law firm and updated associated contacts.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address metallosis and pain. -update may 16, 2017: litigation received. Litigation alleges high metal ions in the blood, pain, discomfort and inflammation due to friction and wear. Stem has been added due to alleged high cobalt-chromium levels. This complaint was updated on may 22, 2017.